Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic coronary procedure was completed by using wired foot switch. Per the information collected, there was no error led indicator on the base station, the wi-fi (led) indicator was off and the battery indicator on the wireless footswitch at time of occurrence was green. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wireless footswitch was not able to take a picture. The philips field service engineer (fse) inspected the system onsite and identified that the wireless foot switch (wfs) had mechanical problem. The philips engineer replaced the faulty wfs along with the wireless base station (wbs) as it was incompatible with new version of wfs. The defective footswitch and base station were returned to philips for further analysis. The cause of base station failure could be conclusively determined by the supplier analysis, however the wfs failure was confirmed and identified that the antislips were missing, malfunctioning joystick, button, and handle. Following the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the wireless footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.